Manufacturer narrative:
The investigation was based on the log file of the affected device. Based on the log file analysis the reported event could be confirmed. The log file analysis revealed repeated restarts of the device's ventilation unit. The restarts were triggered by a detected deviation in the circuit board therapy control unit. The circuit board was replaced by dräger service. The device was tested and confirmed to be operating as per manufacturer's instructions. As a safety function of the system, the safety software analyses and checks the proper functioning of the device. If the safety software detects an internal error on the ventilator, a restart of the ventilation unit is triggered, accompanied by an alarm. The restart process takes a maximum of 8 seconds. During this time, the emergency breathing valve remains open to the environment so that spontaneous breathing is possible. After a successful restart, ventilation is automatically resumed and continues with the last settings used. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped ventilating during patent use. An error message was displayed in the cockpit. The device was removed from the patient and then restarted several times and displayed various error messages in the cockpit. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.